Event description:
It was reported that hypotension occurred. A lotus introducer sheath was placed in the right femoral artery and a 23mm lotus edge valve was advanced for implantation. Upon initial deployment, the patient became hypotensive and was given vasopressors. Partial re-sheathing was performed to reposition, in accordance with the directions for use. Once the lotus edge valve was placed and functioning, the hypotension resolved. The implant was successful and the lotus edge delivery system was removed. Upon removal of the lotus introducer sheath, the patient had a vasospasm. Medication was given to relax artery. The lotus introducer sheath was slowly removed from the vessel. An assessment shot was taken and it was seen that the external to common iliac was severely damaged. Covered stents were placed. Blood was given to the patient. A vascular surgeon was called in and the patient was transferred to the operating room. The patient died in the operating room. The death was not related to the lotus edge valve.